Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via company representative regarding a patient receiving morphine (50 mg/ml at 6 mg/day) from an implanted pump. The indication for use was nonmalignant pain. Starting in (B)(6) 2015 the patient had withdrawal like symptoms that were thought to be a stomach issue but it was discovered that the catheter was dislodged. The catheter was going to be revised on (B)(6) 2015. The rep reported that the drug was being changed to morphine (10 mg/ml at 0.5 mg/day) and the physician wanted to bolus the remainder of the drug in the catheter to the patient. The bolus was discussed, it was reported that the physician was confident the patient could tolerate the bolus. Further follow up was done to determine the cause of the migration.